Event description:
The customer stated that she tested her blood glucose and rec'd a reading of 180 mg/dl. She retested 10 mins later and rec'd a reading of 60 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for eval, and the meter is to be replaced at the customer's insistence. The customer is upgrading to a contour meter.